Event description:
It was reported that the actual residual volume was greater than the expected residual volume; specific values were not provided. Add'l info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4)